Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing was observed on the device. Technical support was contacted and reprogramming of the device is anticipated at the next follow-up in clinic. The patient was stable.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing were observed on the device. Technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable.